Event description:
It was reported that during the left ventricular lead repositioning, the physician was unable to fully insert a stylet into the lead. The lead was removed and replaced.

Manufacturer narrative:
(B)(4).